Manufacturer narrative:
Correction: b.3.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an infection. The patient was waiting to confirm if the infection was peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g twice weekly for two weeks; ip cefepime 1g daily for two weeks; and oral flagyl 100mg daily throughout the duration of the antibiotic therapy. The culture results and white blood cell count are not available. The patient was discharged on (B)(6) 2025. The patient was seen in the pd clinic on (B)(6) 2025 for repeat cultures. The cause of the peritonitis event is unknown. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an infection. The patient was waiting to confirm if the infection was peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g twice weekly for two weeks; ip cefepime 1g daily for two weeks; and oral flagyl 100mg daily throughout the duration of the antibiotic therapy. The culture results and white blood cell count are not available. The patient was discharged on (B)(6) 2025. The patient was seen in the pd clinic on (B)(6) 2025 for repeat cultures. The cause of the peritonitis event is unknown. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to an infection. The patient was waiting to confirm if the infection was peritonitis. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g twice weekly for two weeks; ip cefepime 1g daily for two weeks; and oral flagyl 100mg daily throughout the duration of the antibiotic therapy. The culture results and white blood cell count are not available. The patient was discharged on (B)(6) 2025. The patient was seen in the pd clinic on (B)(6) 2025 for repeat cultures. The cause of the peritonitis event is unknown. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.